Event description:
Pt began treatment for facial vascular lesions in 2002. Pt returned to clinic the day after the 2004 treatment with redness and swelling. The pt was given hydrocortisone, pain medication and aftercare info including ice application. The pt now alleges permanent scarring from second degree burns that required treatment by other physicians.

Manufacturer narrative:
The customer called lumenis in 2006 to request a service call for periodic maintenance and stated that there had been no system errors. The customer did not report on the same day that there had been a safety incident in 2004. Per the lumenis ce, the delivered energy was 18% high (35j was 42). The ce adjusted the emf value to correct the error. Ce test operated the system, after the service the requested energy equaled delivered energy. Performed preventative maintenance. Cleaned the heat exchanger on cooling system. System ready for use. Results - due to the length of time that elapsed between the incident and the service evaluation, no conclusion can be drawn regarding the relevance of the service findings to the earlier safety incident.